Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 2 years and 2 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had expired on (B)(6) 2017. The patient had stopped following up with implanting center and was getting care from an unspecified facility in another state. No additional information was provided.